Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed incoming functionality testing, specifically the ECG fall-off test. Upon investigation the wires in the cable connecting ECG "c" and ECG "d" was were severed inside of the distribution node. The cause for the test failure was the open wires. The root cause for the open wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non-functional ECG electrodes